Manufacturer narrative:
The axium implant coil remains in the patient and pushwire will not be returned; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil detached prematurely and remains in the patient at intended location. The patient underwent coiling treatment for a small ruptured saccular aneurysm located in posterior internal carotid artery (pica), measuring 5.1 x 4.3 mm neck 3.7 mm there were not any patient symptoms or complications associated with this event. The vessel was observed normal tortuous. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. There was not any surgical or medicinal intervention required. The pushwire was not bent or broken. There was not any friction or difficulty during delivery. The physician did not re-position the coil. The physician did not attempt to detach the coil and did not rotate the delivery pushwire during the procedure.